Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device labelling has been conducted for investigation purposed. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent a transurethral resection of the prostate on (B)(6) 2025. Postoperatively, a three-way foley catheter was required for bladder irrigation and catheterization. Upon opening the package, no balloon damage was observed, and the catheter was placed. On the night of the first postoperative day, the patient's catheter fell out, and an examination revealed balloon rupture.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent a transurethral resection of the prostate on (B)(6) 2025. Postoperatively, a three-way foley catheter was required for bladder irrigation and catheterization. Upon opening the package, no balloon damage was observed, and the catheter was placed. On the night of the first postoperative day, the patient's catheter fell out, and an examination revealed balloon rupture.